Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had a pocket revision due to infection and erosion. Reportedly, the pocket was very uncomfortable and was almost ready to erode through the skin. There were no additional adverse patient effects reported. The pacemaker remains in service.